Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not power on or charge battery packs) was investigated. As received, the battery charger was able to power and charge the test battery packs. Upon evaluation, there was contamination on the battery board. The contamination could not be ruled out as the cause of the inability to power on properly and charge the battery packs during use. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger would not power on properly or charge the battery packs.